Event description:
A home pt (hp) contacted a global technical service representative (gtsr) and reported a check lines and bags alarm during fill using the homechoice system. The issue was reviewed over the phone with the gtsr, which revealed the hp's husband disconnected the solution bag from the final line and reconnected it to the heater line of the homechoice set. The gtsr verbally assisted the hp to end the therapy early after the hp had rec'd 1612 ml of the programmed fill. The gtsr advised against disconnecting and reconnecting solution bags. The hp indicated she would notify her dialysis center nurse regarding this incident. The hp's nurse stated she was aware of this event and that there was no pt injury or medical intervention associated with this event.

Manufacturer narrative:
Proper procedure was reviewed with the home patient by the home pt's nurse.